Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 530 mg/dl. The customer also stated she was very thirsty. The customer declined to troubleshoot for the high blood glucose level because she stated she changed the reservoir and she thinks she might not have rewound the insulin pump correctly. The customer's blood glucose was 430 mg/dl at the end of the call. The product was not returned for analysis.